Event description:
The glenosphere did not thread correctly in the first surgery. Consequently, it was proceeded a second revision surgery trying to thread unsuccessfully the screw again. The problem was in the inner thread of the metaglene.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.